Manufacturer narrative:
H10: per additional information obtained, the subject device was reprocessed before being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage by way of damage on the biopsy channel and ch-tube. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water tube and cylinder have foreign objects. Other issues found were: the suction cylinder has discoloration, the plug unit has a scratch, due to damage on the channel tube water tightness is lost, due to wear of the angle wire the bending angle in the up direction does not mee the standard value, the light guide lens has a crack and the bending tube is deformed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a perforated working channel. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water tube and cylinder have foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.